Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer is using ademlog insulin. Tandem technical support educated customer on insulin labeling. Customer alleged that they have had also had occlusion alarms when using humalog insulin. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 328 mg/dl.